Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in good condition. The cassette was attached into pump and ran with the customer's returned program. No, unable to repeat customer's reported problem. No problem was found with the pump displaying "alarms no disposable" message during the investigation. Visually inspected the pump's event history logs and it showed multiple "no disposable" alarm messages after pump start. It's recommend that the downstream occlusion sensor be replaced.

Event description:
Information was received that this smiths medical cadd legacy pump displayed alarm no disposable clamp tubing whenever the pump was laid on it back. It was reported that the patient was advised that the pump will usually have that error if the cassette is not attached properly and if cassette realigned this usually clears the error. Patient also reported that he tried to realign the cassette, but the pump continues to alarm every 5 minutes. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.